Event description:
Reportedly, the instrument clamped on tissue and after firing and it could not be removed off tissue. Surgeon tried to remove the instrument by manipulating, but it still could not be removed. Used another stapler handle, loaded and tried firing, but it did not fire properly either. Procedure had to be converted to an open procedure.